Manufacturer narrative:
Exact date unknown, event occurred sometime in 2018. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 20248013.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision wherein the patients leads were replaced and that the patient was doing well postoperatively. The explanted leads will not be returned.